Event description:
A report was received that the patient's infection had gone up at the lead site few months after the revision (MFR report #: 3006630150-2017-02464). The patient underwent an explant procedure. It was believed that the infection was not device related. The patient was placed on antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient's infection had gone up at the lead site few months after the revision (MFR report #: 3006630150-2017-02464). The patient underwent an explant procedure. It was believed that the infection was not device related. The patient was placed on antibiotics.

Manufacturer narrative:
Additional information was received that the symptom of patient¿s lead infection was pocket erosion.

Event description:
A report was received that the patient's infection had gone up at the lead site few months after the revision (MFR report #: 3006630150-2017-02464). The patient underwent an explant procedure. It was believed that the infection was not device related. The patient was placed on antibiotics.